Event description:
During an abdominal aortic aneurysm stent graft procedure, the system stopped imaging. The pt was under full anesthesia and procedure had to stop. The doctor converted intraluminal procedure to open surgery.

Manufacturer narrative:
(B)(4). When investigation is completed, a follow up report will be sent to the FDA.